Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material was not removed from the insertion tube because of the damage, despite conducting appropriate reprocessing. Based on the results of the investigation, it is likely that the foreign material was not removed from the nozzle due to insufficient cleaning (which appeared to be residue from a previous procedure). The events can be prevented by following the instructions for use which state: "operation manual: important information ¿ please read before use: precautions states preventive countermeasure operation manual: 3.3 inspection of the endoscope: inspection of the endoscope states detection methods operation manual: 3.8 inspection of the endoscopic system: inspection of the air-feeding function / inspection of the objective lens cleaning function states detection methods" olympus will continue to monitor field performance for this device.

Event description:
The user facility returned an evis exera iii colonovideoscope to the service center for preventative maintenance. During a standard inspection and estimation of the returned device, foreign material was clogging the nozzle and foreign material was found in the connecting tube was identified and is a reportable malfunction per the risk summary app (rsa). The new aware date for this reportable malfunction is (B)(6) 2023. The customer did not report any problems associated with the device and there was no patient user injury or harm reported to olympus. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
The device was returned for evaluation. The evaluation uncovered that the connecting tube had yellowish foreign material inside of a cut. Additionally, it was observed that there was dark brown foreign material mixed with white fibers found inside of the nozzle and was unable to be removed. Due to the clogged nozzle, the air supply did not meet the standard value. These findings were due to insufficient cleaning or handling of the scope. Upon further inspection, it was observed that water tightness was lost due to deformation of the angulation knob in all directions. It was also observed that the suction, air, and water cylinder had discoloration. It was observed that the light guide bundle had breakage. It was also observed that the objective and light guide lens had a crack. It was observed that the connecting tube had a cut. It was also observed that the universal cord had a wrinkle, and the coating was peeling. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: flexibility adjustment ring, grip, forceps channel port, switch box, scope connector case unit, scope connector cover unit, light guide cover glass and on the plug unit. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility returned an evis exera iii colonovideoscope to the service center for preventative maintenance. During a standard inspection and estimation of the returned device, foreign material was clogging the nozzle and foreign material was found in the connecting tube was identified and is a reportable malfunction per the risk summary app (rsa). The new aware date for this reportable malfunction is (B)(6) 2023. The customer did not report any problems associated with the device and there was no patient user injury or harm reported to olympus. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
The device was returned for evaluation. The evaluation uncovered that the connecting tube had yellowish foreign material inside of a cut. Additionally, it was observed that there was dark brown foreign material mixed with white fibers found inside of the nozzle and was unable to be removed. Due to the clogged nozzle, the air supply did not meet the standard value. These findings were due to insufficient cleaning or handling of the scope. Upon further inspection, it was observed that water tightness was lost due to deformation of the angulation knob in all directions. It was also observed that the suction, air, and water cylinder had discoloration. It was observed that the light guide bundle had breakage. It was also observed that the objective and light guide lens had a crack. It was observed that the connecting tube had a cut. It was also observed that the universal cord had a wrinkle, and the coating was peeling. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: flexibility adjustment ring, grip, forceps channel port, switch box, scope connector case unit, scope connector cover unit, light guide cover glass and on the plug unit. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.